Manufacturer narrative:
Unable to confirm serial number.

Event description:
It was reported to philips that the device does not read the saturation properly, incorrect values. There was no patient involvement.